Event description:
It was reported that the patient alert triggered, and it was noted that the right ventricular (rv) lead impedance was not measured. The non-competitive atrial pacing (ncap) was programmed off as it was determined to possibly be related, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.